Event description:
It was reported that single port monopolar curved scissors instrument had an issue. There was no report of patient involvement or patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed and found to have a broken tube adapter. The component is located at the distal end of the instrument and serves as the interface between the instrument and the user installed tip accessory. The broken piece was not returned and measures approximately 0.15" x 0.04" in size. Despite the damage, an in-house msc tip accessory was successfully installed on the instrument. The instrument passed electrical continuity test on 3 of 3 attempts. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument was plugged in an in-house erbe generator and passed energy recognition. The instrument passed energy delivery on 3 of 3 attempts. No damages observed on the snake wrist cables and snake wrist disks. The instrument housing was removed and visually inspection was performed. No damages were found inside of the housing. Additional observation that related to the customer complaint: the instrument was found to have a detached fragment. A piece measured approximately 0.15" x 0.04" in size from the tube adapter was not returned with the instrument. The complaint was confirmed by failure analysis. The probable root cause of a damaged tube adapter is attributed to either tip accessory installation issues or damage during use.